Event description:
It was reported that during a lsh, the white tissue pad became slightly charred and at the proximal end, it started to lift off. A new like device was used to complete the case. No pt consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.